Event description:
It was reported the patient was having troubles adjusting their implantable neurostimulator (ins) to meet their needs. The reporter stated they wanted to know if there was a manufacturing representative in the spencer, iowa area that would be able to assist the patient so they would be able to get the most comfort out of their device. Additional information received reported that the cause of the event was continued patient pain. It was noted that if the event was due to the implantable neurostimulator (ins), the issue was unknown. It was noted that the patient outcome was no injury. It was noted that the healthcare professional (hcp) was unable to fill out anymore. It was noted that the manufacturing representative saw said patient and did all the work himself. Additionally it was reported that the patient's stimulator was reprogrammed with better results. It was reported that impedances were checked and were found to be normal but that "one of the leads was implanted too shallow causing discomfort when the stimulation was turned up." It was noted that the patient was looking for a place for possible revision. It was noted that the patient was at the time trying to get pregnant so she will be waiting to go forward. It was reported that the manufacturer's representative "felt the leads were shallow." It was noted that the patient was pregnant at the time of report and would be having a c-section. It noted that the leads would need to be removed at that time since they were in the pelvic region. It was noted that the stimulation was off due to the pregnancy. It was later reported that the doctor performed a lead revision because the patient became pregnant and did not go full term. According to the husband, the leads ¿stretched out¿ and needed to be fixed or revised. The lead revision was performed on (B)(6) 2014. That was the last person to work on the patient¿s implantable neurostimulator (ins). It was noted that the device had been a great help for the patient as she was bed ridden, but now had her life back. She said thanks for the devices. Therapy was working fine.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).